Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. According to the first service report, he found that both the control printed circuit board (pcb) and the o2 sensor were defective and they need to be replaced due to internal leakage and o2 cell/sensor tests failure during pre-use check. The second service report confirmed that replacing only the o2 sensor resolved the issue, and passed the tests. The ventilator is working as expected. The o2 sensor was sent back for investigation. The returned o2 sensor has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 4 hours. It passed another pre-use check after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established. The o2 sensor is a measuring device for the inspired oxygen concentration, using ultrasound technique with two ultrasonic transducers/receivers. It will not affect the ongoing ventilation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).